Event description:
It was reported during an initial implant procedure that the right ventricular (rv) lead had dislodged. This was discovered via fluoroscopy. The physician tried to reposition the rv lead, but it had high capture thresholds. The rv lead was not used and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.